Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected beeping and black circle during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a button error alarm that could not be cleared. The customer also reported a black circle was present on the insulin pump's screen. The customer stated the alarm returned when the battery was removed for 30 minutes. The customer's blood glucose was 189 mg/dl. The insulin pump will be returned for analysis.